Event description:
Pt reported that the lap-band access port has allegedly "malfunctioned." During the pt's last fill appointment the surgeon said that the port "didn't work." The pt reported that the surgeon performed "some kind of imaging test with a machine, like an ultrasound" but could not explant what was wrong with the port. A health professional who assists the surgeon stated that "the port is leaking." Replacement surgery was recommended, but surgery has not yet been scheduled at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product of analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."